Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a delaminated downstream occlusion (dso) seal and a separating upstream occlusion (uso) seal. The dso/uso seals were replaced to fix the issue.

Event description:
The device was returned due to battery compartment damage. The results of the investigation found that the device's downstream occlusion (dso) seal was delaminating. There was no patient involvement.